Manufacturer narrative:
Other relevant device: product ID: 977a290, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that two electrodes had high impedance greater than 10000 ohms. It was questioned whether MRI was safe with high impedance and if a lead was broken. Additional information was received from the rep. It was reported that the device serial/lot information was not available, but model numbers were provided. It was noted that the issue was only an impedance measurement before an MRI; there were no problems with the treatment and no symptoms. No actions or interventions were taken to resolve the high impedance, and the issue was not resolved as of (B)(6) 2019. The cause of the high impedance was not determined. Implant dates were not available. The patient's weight was also not available. It was noted that this information was confirmed with the physician/account.